Event description:
It was reported that during a follow-up clinic check, an increased pacing impedance and increased pacing threshold were noted on the right ventricular (rv) lead. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.